Event description:
It was reported to philips that the touchscreen was out of alignment. This event was reported to have occurred during patient use. There was no patient harm. The patient was transferred to an alternate ventilator. Philips biomed confirmed and duplicated the reported issue. The touchscreen needed to be calibrated. Following the evaluation of the device, the biomed calibrated the screen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided, the reported problem occurred due to the touchscreen needing calibration.